Manufacturer narrative:
Covidien customer support engineer (cse) evaluated the device and found a damaged oxygen sensor. The cse has not completed the repair.(B)(4).

Event description:
Covidien received information that, during patient use, an 840 ventilator was running with the oxygen turned off. The patient was switched to another ventilator. No negative medical affect to the patient was reported as a result of the event.